Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of 198 mg/dl. Customer was hospitalized due to having a stroke which customer believes was caused by malfunctioning insulin pump. Customer states she was hospitalized twice in three months due to stroke. Customer was treated with insulin drip. Customer declined troubleshooting as she states her healthcare professional advised that insulin pump be replaced due to continuous high blood glucose when wearing insulin pump. Customer was wearing insulin pump at the time of hospitalization. No further information provided.